Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 25mm trifecta valve was implanted. On (B)(6) 2020, a valve in valve procedure was performed due degenerative and stenosis deterioration and a leaflet tear, a 25mm portico valve was successfully implanted. The patient was reported to be stable condition.

Manufacturer narrative:
An event of degeneration of the trifecta valve, stenosis, leaflet tear, and valve replacement was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.